Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was previously hospitalized. The customer had ketones. Customer's blood glucose levels at the time of hospitalization was over 500g/dl. The customer was not wearing the insulin pump for 24 hour prior to the time of hospitalization. Customer was treated with insulin given intravenously. No additional information was provided.